Event description:
Following a carotid stenting procedure, while recovering in intensive care, the pt developed aphasia. A CT scan revealed that the pt suffered a cerebral hemorrhage in the frontal lobes. The pt is a male (age unk). The target lesion was the carotid artery (side unk). There is no info regarding the target lesion characteristics. The pt has history of suffering a brain infarct one month prior to the index procedure. There is no info regarding the medications the pt had received. The index procedure was completed without any difficulty or complications. There was no malfunction of the stent or angioguard. The pt was neurologically intact when taken from the angio suite. In recovery, the pt suffered a neurological deficit of aphasia and a CT scan revealed a hemorrhage. The hemorrhage was worsening over time, so a craniotomy was performed to stop the bleed. The pt is in stable condition, but some disturbance of consciousness remains.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.